Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken grip at the grip base. A piece approximately 0.66" x .021" was broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during central processing, the tip of the cadiere forceps broke off during sterilization. There was no patient involvement.